Event description:
(B)(4). I have had sever pelvic pain, heavy bleeding on my period and off, migraines, extreme fatigue, inflammation in the pelvic area, pain with passing stool and constant vaginal infections, losing my hair, weight gain and loss. I have talked to my obgyn about this and seems to not care about the pain. I have had an ultra sound for the pain to see if it had migrated at the time it hadn't but I recently took an x-ray and found that my left side essure has migrated to my lower left pelvic area and is bouncing around. I have an appointment to see my doctor and get it removed.